Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a simple reduction in a surgery on an unspecified date, the angled reduction forceps broke. Reportedly the patient was not affected by this event, the delay of surgery was less than 20% and the incident did not require further treatment. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. No irregularities were found during the device history record review. Hardness of the material is conforming at 48 hrc. The present pelvic reduction forceps was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We are not able to determine the exact cause of this occurrence and can only assume that a mechanical overload caused the breakage of this device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested. Placeholder.